Event description:
It was reported that during surgery, the device was broken during the surgery. Another device was used to complete the surgery. There was no patient consequence. No additional information could be provided.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information received: two photos were received for review. Review is in progress and has not yet been completed. Upon completion of photo review, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4) date sent: 2/10/2022 h2: additional information received: two photos were received for review. During the visual analysis, the following was observed: the photos show a trocar with the sleeve cracked. Based on the set of photos reviewed, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned, our evaluation is limited. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.